Event description:
It was reported that, during a meniscus repair surgery using fast-fix 360 curved, the t implant broke. Surgery was resumed, without any delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: part of the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the device showed that it was returned in the original packaging with the batch number of the complaint on the label. The t1 was not returned. It has been cut away. The t2 was returned attached to the suture. The t2 is not damaged. The actuator is in the pre-t2 position. There is bio debris on the needle. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the bridge strength test spec found a minimum number of devices will be tested for requirements to break the implant. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A single, undated photo was reviewed. However, the photo alone does not contribute to the clinical/medical investigation of the root cause of the breakage of the t implant. It was reported that the procedure was completed using a back-up device. Therefore, no further clinical/medical assessment is warranted at this time. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.